Manufacturer narrative:
Reference record (B)(4) catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported on (B)(6) 2020 that the patient had a buried bumper and the peg/pej were replaced on (B)(6) 2020. On (B)(6) 2020 the patient was discharged home from the hospital.